Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the lead found insulation abrasion at 35cm from the connector pin. The ptfe insulation was damaged at this location. Damage found is consistent with clavicular crush.

Event description:
It was reported that rv lead impedance was low. Noise was visible on egms and pacing was inhibited. Lead was explanted and replaced.